Manufacturer narrative:
The lead remains implanted, pending a possible revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was suspected to b dislodged. The lead was now oversensing the atrial rhythm. Technical services reviewed the available device data and noted the oversensing was not likely to be mitigated with adjusting sensitivity. The physician was considering a lead revision, taking into account that in this new position the lv lead was probably not resynchronizing. At this time, no changes have been made. No adverse patient effects were reported.